Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (uterus)'), device breakage ('device breakage/essure fragments in the uterus'), seizure ('seizures') and bipolar disorder ('bipolar disorder') in a 31-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, head injury, miscarriage, cesarean section, dental abscess and ectopic pregnancy. Patient denies any fever, difficulty swallowing or sob, fevers, niv, and facial swelling,history of meningitis, encephalitis or febrile seizures, trauma. Concurrent conditions included tooth pain, dental decay, ear pain, tooth infection, tooth fracture, facial swelling, flank pain, renal stone, pyelonephritis, ovarian torsion and abnormal uterine bleeding. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2008 to 2011, lamotrigine (lamictal) since 2008, oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2011 and quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction, type: copper"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient was found to have teratoma ("tumors/tumor / teratoma / cancer/type: teratoma/teratomas"). In (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological injury/depression") and rash papular ("small red bumps clusters/skin rash/rash/skin condition"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological condition/problems"), abdominal pain lower ("lower abdomen") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, clindamycin, clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), ondansetron (zofran), paracetamol (tylenol), topiramate (topamax) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, allergy to metals, depression, bladder disorder, urinary tract disorder, cystitis, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headache, nervous system disorder, teratoma, rash papular, abdominal pain lower and hypersensitivity outcome was unknown, the genital haemorrhage, seizure, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, iron deficiency anaemia, urinary tract infection, nausea and vaginal discharge had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia ,pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, problems ,urinary problems, bladder infection ,uti, fatigue ,hair loss ,gi conditions ,hormonal changes ,dental problems, migraine, headaches, nausea, neurological condition/problems, weight gain, migration and uterine perforation. (B)(6) 2008 (as per ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, headache, pelvic pain, back pain, vaginal haemorrhage, nausea, seizure and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (uterus)'), device breakage ('device breakage/essure fragments in the uterus'), seizure ('seizures') and bipolar disorder ('bipolar disorder') in a 31-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, head injury, miscarriage, cesarean section, dental abscess and ectopic pregnancy. Patient denies any fever, difficulty swallowing or sob, fevers, niv, and facial swelling,history of meningitis, encephalitis or febrile seizures, trauma. Concurrent conditions included tooth pain, dental decay, ear pain, tooth infection, tooth fracture, facial swelling, flank pain, renal stone, pyelonephritis, ovarian torsion and abnormal uterine bleeding. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2008 to 2011, lamotrigine (lamictal) since 2008, oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2011 and quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction, type: copper"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient was found to have teratoma ("tumors/tumor / teratoma / cancer/type: teratoma/teratomas"). In (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological injury/depression") and rash papular ("small red bumps clusters/skin rash/rash/skin condition"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2018, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological condition/problems"), abdominal pain lower ("lower abdomen") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, clindamycin, clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), ondansetron (zofran), paracetamol (tylenol), topiramate (topamax) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, allergy to metals, depression, bladder disorder, urinary tract disorder, cystitis, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headache, nervous system disorder, teratoma, rash papular, abdominal pain lower and hypersensitivity outcome was unknown, the genital haemorrhage, seizure, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, iron deficiency anaemia, urinary tract infection, nausea and vaginal discharge had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia ,pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, problems ,urinary problems, bladder infection ,uti, fatigue ,hair loss ,gi conditions ,hormonal changes ,dental problems, migraine, headaches, nausea, neurological condition/problems, weight gain, migration and uterine perforation. (B)(6) 2008 (as per ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, headache, pelvic pain, back pain, vaginal haemorrhage, nausea, seizure and tooth disorder. Lot number:626598 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (uterus)'), device breakage ('device breakage/essure fragments in the uterus'), genital haemorrhage ('general abnormal. Bleeding'), seizure ('seizures') and bipolar disorder ('bipolar disorder') in a 31-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, head injury, miscarriage, cesarean section, dental abscess and ectopic pregnancy. Patient denies any fever, difficulty swallowing or sob, fevers, niv, and facial swelling,history of meningitis, encephalitis or febrile seizures, trauma. Concurrent conditions included tooth pain, dental decay, ear pain, tooth infection, tooth fracture, facial swelling, flank pain, renal stone, pyelonephritis, ovarian torsion and uterine bleeding. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2008 to 2011, lamotrigine (lamictal) since 2008, oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2011 and quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction, type: copper"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient was found to have teratoma ("tumors/tumor / teratoma / cancer/type: teratoma/teratomas"). In (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological injury/depression") and rash papular ("small red bumps clusters/skin rash/rash/skin condition"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In november 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological condition/problems"), abdominal pain lower ("lower abdomen") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, clindamycin, clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), ondansetron (zofran), paracetamol (tylenol), topiramate (topamax) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, allergy to metals, depression, bladder disorder, urinary tract disorder, cystitis, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headache, nervous system disorder, teratoma, rash papular, abdominal pain lower and hypersensitivity outcome was unknown, the genital haemorrhage, seizure, menorrhagia, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, urinary tract infection, nausea and vaginal discharge had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia ,pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, problems ,urinary problems, bladder infection ,uti, fatigue ,hair loss ,gi conditions ,hormonal changes ,dental problems, migraine, headaches, nausea, neurological condition/problems, weight gain, migration and uterine perforation. On (B)(6) 2008 (as per ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, headache, pelvic pain, back pain, vaginal haemorrhage, nausea, seizure and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (uterus)'), device breakage ('device breakage/essure fragments in the uterus'), genital haemorrhage ('general abnormal. Bleeding'), seizure ('seizures') and bipolar disorder ('bipolar disorder') in a (B)(6)-year-old female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, head injury, miscarriage, cesarean section, dental abscess and ectopic pregnancy. Patient denies any fever, difficulty swallowing or sob, fevers, niv, and facial swelling,history of meningitis, encephalitis or febrile seizures, trauma. Concurrent conditions included tooth pain, dental decay, ear pain, tooth infection, tooth fracture, facial swelling, flank pain, renal stone, pyelonephritis, ovarian torsion and uterine bleeding. Concomitant products included hydromorphone hydrochloride (dilaudid) since (B)(6) 2008 to 2011, lamotrigine (lamictal) since 2008, oxycodone hydrochloride;paracetamol (percocet) from 2008 to 2011 and quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction, type: copper"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2008, the patient was found to have teratoma ("tumors/tumor / teratoma / cancer/type: teratoma/teratomas"). In (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological injury/depression") and rash papular ("small red bumps clusters/skin rash/rash/skin condition"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological condition/problems"), abdominal pain lower ("lower abdomen") and hypersensitivity ("hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, beta-lactamase sensitive penicillins, clindamycin, clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), ondansetron (zofran), paracetamol (tylenol), topiramate (topamax) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, allergy to metals, depression, bladder disorder, urinary tract disorder, cystitis, alopecia, gastrointestinal disorder, hormone level abnormal, tooth disorder, headache, nervous system disorder, teratoma, rash papular, abdominal pain lower and hypersensitivity outcome was unknown, the genital haemorrhage, seizure, menorrhagia, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, urinary tract infection, nausea and vaginal discharge had resolved and the migraine, weight increased and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia ,pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleeding, problems ,urinary problems, bladder infection ,uti, fatigue ,hair loss ,gi conditions ,hormonal changes ,dental problems, migraine, headaches, nausea, neurological condition/problems, weight gain, migration and uterine perforation. (B)(6) 2008 (as per ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: migraine, headache, pelvic pain, back pain, vaginal haemorrhage, nausea, seizure and tooth disorder. Most recent follow-up information incorporated above includes: on 12-sep-2019: fu(3), fu(4) and fu(5) processed together. Pfs and medical record received. Product indication and essure implant date updated. Essure lot number and explant date added. Case upgraded from other event to incident. Previously reported ¿injuries¿ was updated to chronic pain/pelvic pain. Events- migration/perforation (uterus), device breakage/essure fragments in the uterus, general abnormal bleeding, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia (inability to have sexual intercourse), abdominal pain, back pain/lower back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, nickel allergy/allergic or hypersensitivity reaction, type: copper/hypersensitivity, small red bumps clusters/skin rash, psychological injury/depression, bladder problems ,urinary problems, bladder infection ,uti, fatigue ,hair loss, gi conditions, hormonal changes, dental problems, migraine, headaches, nausea, neurological condition/problems, weight gain, vaginal discharge, tumors/tumor / teratoma / cancer/type: teratoma/teratomas, seizures, abnormal bleeding (vaginal), small red bumps clusters, bipolar disorder, fatigue and lower abdomen were added. Lab data added. Reporters, medical history, lab data, concomitant and treatment medication were added. On 17-sep-2019: fu(3), fu(4) and fu(5) processed together. On 19-sep-2019: fu(3), fu(4) and fu(5) processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.